Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery to support the 39 year old male who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on extra-corporeal membrane oxygenation (ECMO) additionally and the cp was used for unloading of the left ventricle. Additionally, the patient was on inotropes and vasopressors for support and a history of cardiac arrest with CPR was know, but all other underlying medical history was not shared. On the day after pump implant the team observed limb ischemia. There was pallor/color change. The team troubleshot the ischemia with the placement of a reperfusion catheter. Of note, the venous cannula of the ECMO was in the same limb as the ischemic leg, which could have been a contributing factor. The pump remains on for support, no explant has occurred. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
A4 weight is unknown. A5. Ethnicity is unknown. A6 race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted to correct (b1, b2) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Corrected information was provided in d3, d10 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.